Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance the cat6 through another manufacturer's sheath, the physician encountered resistance but continued to advance the cat6 through. However, the cat6 was unable to advance out of the sheath and was removed. After removing the cat6, the physician noticed that the tip of the cat6 was pinched. The procedure was then completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.